Event description:
It was reported the pt is no longer receiving effective stimulation due to her ipg being inoperable. The pt did not charge the device for significant amount of time. The sjm representative confirmed the communication issue with the multiple external devices. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
This ipg serial number was included inf field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified the patient underwent surgical intervention to explant and replace the ipg. Effective stimulation was restored post-operative.